Event description:
An insurance company alleged that an electric blanket caused a fire that resulted in damage to its insured's property. Upon further investigation, it was determined that the product was a heating pad. There were no injuries reported with this incident.

Manufacturer narrative:
It is indicated that the heating pad was not plugged in or in use at the time of the incident.